Manufacturer narrative:
Additional information: section h4 (device mfg date) was updated based on the returned product download. Sensor (B)(6) was returned and investigated. Performed a visual inspection on the returned sensor patch, no issue was onbserved. Data was extracted using approved software, and extraction was successful. The sensor was found to be in sensor state 7 with event code 11, 224, and 227 and sensor state 8 with event code 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. The returned reader was investigated and de-cased. Visual inspection was performed on the unit printed circuit board assembly (pcba), no issue was observed. Performed a source measure unit (smu) test which indicated no accuracy issues with the puck. Poise voltage and sensor thermistor testing were both within specification, indicating the sensor¿s electronics were functioning as intended. The sensor passed functionality testing which indicates that the errors observed did not have an impact on the sensor's functionality and electronics, therefore no malfunction or product deficiency was identified. This issue is not confirmed. An extended investigation was also contacted and determined that there was no indication that the product did not meet specification. The DHR for the libre sensor and sensor kit indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre sensor and sensor kits passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" error message on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced cramping in the legs and seizure however, there was no third-party intervention for the reported issue. The customer sat down and then laid down as a means of self-treating. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported receiving a "replace sensor" error message on the adc device and as a result, the customer was unable to obtain sensor readings. The customer experienced cramping in the legs and seizure however, there was no third-party intervention for the reported issue. The customer sat down and then laid down as a means of self-treating. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.